Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer received no delivery alarms and was able to temporarily resolve by disconnecting and reconnecting reservoir and infusion set. Through process, customer's blood glucose ranged from 279 mg/dl to 390 mg/dl. Customer was able to resolve and lower blood glucose by completely changing reservoir and infusion set. Infusion sets and reservoirs would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Tested the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and the reservoir passed. No occlusions were noted.